Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a motor stall without recovery and the pump was then replaced. Reporter stated that there was a confirmed hard motor stall noted in event logs with no motor stall recovery recorded on (B)(6) 2012. The pump had been silenced on (B)(6) 2012. Due to the patient's ''medical status'' in (B)(4) 2012, the pump replacement was done on (B)(4) 2012, rather than back when the stall occurred. The reporter stated that it was ''assumed patient went through withdrawal when the stall had occurred back in (B)(4) 2012'', but the patient was ''fine now.'' The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, lot # j11510r68, implanted: (B)(6) 2003, product type catheter; product ID 8711, lot # j11404r56, implanted: (B)(6) 2002, product type catheter.